Manufacturer narrative:
(B)(4) date sent 4/22/2025 d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what does ¿metal staples distributed along the anastomotic circumference were found¿ mean? Was the staple line incomplete? Were the staple malformed? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op a patient was re-operated after a first rectal resection and hysterectomy, for neoplastic disease, for total anastomotic dehiscence of colorectal anastomosis, with consensual stercoraceous peritonitis. At the surgical act, anastomotic stumps with preserved trophism, well-vascularized pink mucosa and with rare metal staples distributed along the anatomic circumference were found. The clinical picture was suggestive for a failed and incomplete mechanical suture of the circular stapler used. The suture line section was sent to the anatomy pathology department to search for agraphes. The anatomical pathologist colleague confirmed the macroscopic presence of rare metallic agraphes on the section sent.